Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Boston scientific technical services (ts) was contacted regarding this issue and indicated that the device is set up with a monitor only zone, vt-1 zone programmed at 150, vt zone programmed at 180, and vt zone programmed at 200. The rhythm in question started as vt in the vt zone and then accelerated into the vf zone. There were two beats of undersensing prior to the v-detect and some during charge. The rhythm deteriorated to vf just prior to charge. Ts discussed rate cut off for the various zones and duration and indicated it was unlikely any programming could prevent the patient from passing out. No further adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.